Event description:
It was reported that artifacts interpreted as vf were observed, resulting in therapy. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. No damage was visible on the lead during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.